Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. The insulin pump was monitored and tested with no blank display and off no power anomaly noted. The insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was having issues with the insulin pump. Customer stated that it did not turn on despite changing several batteries several times. Customer's blood glucose level was 12.7mmol/l. Insulin pump will be returned for analysis and replacement pump will be sent.